Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No frozen screen noted. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer stated that the pump freezes and fails to deliver insulin. Customer's blood glucose reading was 298 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.